Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. Date of implant is unknown and was approximately five months prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016 to remove a broken plate and unknown quantity of intact screws. It is unknown how the plate breakage was determined. The original surgery was to repair a left proximal femur fracture; the original implant date was approximately five months prior to the revision surgery. The patient was revised to a dynamic hip screw (dhs) plate and screw construct. A 10 minute surgical delay was noted due to required extra surgical time needed to remove the blade portion of the broken plate that was deeply embedded in the femoral head. Additional medical intervention was not required. The surgery was successfully completed and the patient's postoperative status was reportedly fine. This report is 1 of 1 for (B)(4).